Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5164699.

Event description:
Voluntary medwatch received states an error message was displayed on the right ventricular lead indicating a short circuit was detected during a shock delivery. The lead remains in service. No additional adverse patient effects were reported.